Event description:
During index procedure one endeavor sprint rx drug-eluting stent was implanted to the mid and distal rca along with one non-medtronic device. One non-medtronic stent was also implanted to the proximal rca. Post dilatation confirmed dissection, an additional stent was deployed to treat dissection. On the same day a suspected low level myocardial infarction occurred. Patient was asymptomatic/ free of symptoms at 30 day and 6 month follow up. Investigator has indicated that the event was not related to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 9 months 3 weeks post index procedure, underwent revascularization of rca with a non-medtronic stent. Investigator indicated that there was no relationship with the study procedure, drug or product.